Event description:
Our MDR - after an implantation time of about 92 months, this lead was explanted due to loss of capture. There were no adverse patient effects reported.

Manufacturer narrative:
Ous MDR.